Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, procedural factors (large bore needles and anticoagulation medications) could have contributed to the catheter site bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the removal of the transapical sheath, an increased amount of blood was removed from the ta incision site. The patient had severely calcified annular leaflets and annulus with calcium extending slightly into the left ventricle outflow track (lvot). The annulus measured 588mm by tee 3d echo. A 29mm xt was prepped minus 1cc for a volume of 29cc on the ascendra+ delivery system. There was good coplanar view and good coaxial orientation. There was no loss of pacer during deployment. The valve started 60/40 aortic/ventricular (a/v) and the final deployment position was 80/20 a/v. Five (5) minutes after deployment the patient's pressure dropped quickly and increased blood drained from the ta incision. The surgeon did not shoot angio to confirm annular rupture, but quickly opened the chest to explore the bleeding. After the chest was opened and gross visualization was performed, there appeared to be no annular rupture or hematoma. An angio was completed confirming no rupture. Tee confirmed no rupture. Angio was completed again to view coronary arteries and pda had mural thrombus noted distally. A balloon was used to angioplasty the thrombus returning flow. Patient left room in good condition. Patient only had a non-contrast CT. No CT derived area is available. The patient had severe native annular calcification, severe native leaflet calcification, severe septal hypertrophy, and severe mac. There was no rupture or hematoma.